Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients implantable pulse generator was not working as intended. It was also mentioned that the spinal cord stimulation (scs) leads had migrated, causing inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device components will not be returned per facility policy.